Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) revealed premature ventricular contractions. Forty five days following the implant of the valve, during a follow up visit first degree atri o-ventricular block (avb) was reported. No treatment was prescribed. No adverse patient effects were reported. Additional information received indicated the baseline hemoglobin measured 12.7. On the day of the valve implant, following the implant procedure, the hemoglobin measured 11.1. The nadir hemoglobin was 10.2 2 days following the valve implant at discharge. Anemia was reported. There was no evidence of active bleeding. Treatment was not required. The anemia was reported as procedure related. Approximately 3 months following the valve implant the patient was seen by the primary care provider. The patient expressed frustration due to the lack of weight loss despite participating in cardiac rehabilitation as result of the transcatheter valve implant. The patient had a medical history, baseline history, of atrial fibrillation. Through the course, atrial fibrillation presented. As result of the atrial fibrillation the patient was prescribed an anticoagulation and an antiarrhythmic. As reported, since the start of the antiarrhythmic there had been more frequent issues with dizziness. As reported the patient was alert and oriented with no cranial deficit and denied palpitations. There were no other complications. Two days later the patient was seen by the cardiologist and the anti-arrhythmic was stopped. The pre-existing beta block dose was increased. As reported it was unknow if the dizziness was related to the transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID {{ls-mdt2-2629-c}}; product lot/serial number (B)(6); product type: {compression loading system}; implant date {{na}}; explant date {{na}} product ID {{ds-mdt2-c}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} h6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the first presentation of the atrial fibrillation following the valve implant was not known. The physician indicated the possibility of the valve and/or valve implant procedure having exacerbated the patient¿s pre-existing atrial fibrillation. The anti-arrhythmic was a baseline medication. The anemia resolved back to baseline with a measured value of 12.8 approximately 1 year and 1 month following the valve implant. The dizziness also resolved as the patient denied dizziness at approximately 2 years following the valve implant. As reported, ¿all¿ the electrocardiograms (ECG) following the valve implant procedure do not note atrial fibrillation. The baseline history was clarified as paroxysmal atrial fibrillation.

Event description:
Additional information received indicated the dizziness resolution occurred approximately 1 year and 1 month following onset.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.